Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump sensor glucose versus blood glucose readings does not match. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had calibration errors and alerted her that the sensor glucose reading was low. Customer reported that the sensor was not expired and it was securely taped to the skin, customer had a high blood glucose of 444 mg/dl and treated with insulin pump. Customer stated that insulin pump would read 47 mg/dl and her actual blood glucose reading was 212 mg/dl. The insulin ;pump would suspend when the sensor glucose reading shows low. Customer declined troubleshooting. The customer was advised to treat based on fingerstick and not on sensor glucose reading. The insulin pump is not expected to return for analysis.